Event description:
It was reported that the patient s vns showed high lead impedance. The patient was referred for full revision surgery. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high lead impedance. The patient was referred for full revision surgery. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.